Event description:
The lay reporter contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on the patient's one touch ultralink meter. The patient mentioned that the alleged high readings began on (B)(6) 2012 at 8:30pm. The patient mentioned four minutes prior to testing, the patient felt weak and shaky. The patient then tested their blood glucose and obtained a 103 mg/dl and a 231 mg/dl. Less than 30 minutes later the patient tested on an ultra mini meter and obtained a 63 mg/dl and a 179 mg/dl. The patient self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was done and the test strips failed control solution. The products were replaced and requested back for investigation. At this time there is no evidence that the meter caused or contributed to the adverse event since the patient had developed symptoms prior to testing. The patient had already been in injury. The complaint is being reported since the difference between the readings is greater than 30 mg/dl or 30%. The subject meter came back for testing and the meter had passed testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k073231.